Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Event description:
It was reported by the customer that the unit was powered on without the on/off button being depressed. The fms pump was in the on/standby mode and when the arthrosource esu device (competitor¿s device) was activated the fms pump automatically started pumping fluid. Both units were sitting in close proximity to each other; the devices were separated; however the issue persisted. They were able to successfully complete the procedure without any patient consequences.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event. It is noted that the device was received with some minor physical damage (minor scratches on unit, top plate replaced), not a contributor to the event; however, which is attributed to handling and maintenance; a user issue. The 2nd portion of the examination was the functional testing. A battery of test were performed to evaluate the device¿s operational status, and, although the performance and functional testing revealed that the device had a component anomaly; worn fingers on complete pressure adjusters , which were replaced and which is attributed to fair wear and tear through age/use, and not contributory to the reported issue, functionally and electronically, the device performed well within its design and manufactured parameters; the unit passed all diagnostic tests, functional tests, and is fully operational, no relative fault or performance anomaly could be found with the fms pump, we could not duplicate the reported issue of the device automatically starting. The root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.